Manufacturer narrative:
(B)(4). Additional information: as the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during the initial drain, while the hp was connected. The hp stated that there were no obvious reasons for air in the patient line, but the hp did state that they never check this line to make sure it is fully primed before connecting. The technical service representative (tsr) explained the importance of making sure the patient line is fully primed before connecting, and the hp stated that they understood. The tsr assisted the hp in removing the cassette and advised the hp to start over using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.